Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the device nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and it was confirmed the device reprocessing was performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. It was observed the adhesive on the bending section cover was chipped. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the connecting tube had a wrinkle, a scratch, and coating peeling, the plastic distal end cover, light guide lens and objective lens had scratches, the adhesive around the objective lens was peeled, the free/engage lever and knob had scratches, the up/down knob had a scratch, the image guide protector had a cut, the up/down knob did not move smoothly, an abnormal sound was made due to damage on the up/down knob, the play of the up/down knob was out of the standard value, the image had a partially dark area, and a flare occurred. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that insertion part of the evis lucera gastrointestinal videoscope was peeling. There was no patient harm associated with the event. The device was returned and evaluated and upon evaluation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.